Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/22/2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.